Manufacturer narrative:
Insulin pump received with a detached end cap, cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the end cap with the drive support cap was loose. The blood glucose reading was 225mg/dl. Advised to disconnect the device and revert to back up plan. No further information was provided.